Event description:
Patient's family member called on 5/17/2002 alleging that patient's one touch profile meter was reading inaccurately erratic. Family member called for patient stating that they had to call the ambulance several times due to patient's blood sugar levels. Patient was taken to the emergency room. Readings and treatment are unknown. Meter was cleaned and coded properly. The checkstrip passed 81 (range 79-105). Unable to contact the patient to obtain more information. Also sending letter.